Event description:
The patient reported she was a newly implanted interstim, (B)(6) 2016. Caller reported she has been drinking her normal liquid to keep herself hydrated. Reports she was up all night peeing. The patient had not spoken to her physician. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.